Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Device not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had electrical test code # 53 failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had electrical test code # 53 failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had electrical test code # 53 failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the drive & shuttle transducer and front end board defective. To fix the issue, the fse replaced all defective part and the problem was solved. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.